Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed and confirmed backflow into the primary bag indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a particle measuring 0.0342¿ long located between the housing seal area and the affixed silicone diaphragm disk. The cause of the check valve failure was a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
Concomitant medical products: hospira 3.375 grams of piperacillin and tazobactam for injection, lot 590578m, exp.05/01/17; 50cc IV bag, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a possible back check valve failure. The secondary antibiotic was hung and immediately back flowed with a rise of fluid in the primary drip chamber. No patient harm reported. The IV tubing was in use less than 96 hrs.